Event description:
No new information.

Manufacturer narrative:
Additional information: h6 corrected data: d2a the reported event could not be confirmed as no images was provided by the customer for review. Additional information was requested from the sales rep without results. Based on the statistical evaluation, there is no indication for an incorrectly working product or any design, material, or manufacturing related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time.

Event description:
It was reported that a revision surgery is required due to an undesirable optical outcome following the use of the implant.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.